Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event .)

Event description:
It was reported that the patient experienced high impedance and an increase in seizures (4 complex focal seizures per week). There were no falls reported for the patient. The patient had an electromyogram performed and the results were normal. There were no visible electrode fractures observed on the chest x-rays but the lead appeared to be taut due to the lack of a strain relief loop. The patient also reported that the generator was shifting position. The patient then underwent surgery to have the full vns system removed. The high impedance and increase in seizures is captured in MFR. Report #1644487-2026-10237. This report captures the generator migration. No other relevant information has been received to date.